Event description:
While dr. G was using the eea auto suture circular stapler 28mm there was an issue with anvil engaging/disengaging and therefore was left behind and needed to be retrieved by surgeon. Not clear whether actual device malfunction or user error between surgeon and resident. Pod leader notified; srs filed. Ref# eea28 lot# p2d0555 exp: [redacted date].